Event description:
The client was lifted out of her wheelchair. The leg straps on the sling were too long. The client started to slip out of the sling through the middle as the lift went up. Test was stopped at the time and client lowered back down. Reference MFR #9681684-2013-00085.